Event description:
Edwards received information that a 25mm 7300tfx pericardial mitral valve, implanted approximately four (4) years and seven (7) months, was explanted due to mitral stenosis secondary to leaflet immobility. The device was replaced with non-edwards valve with no patient adverse event reported. The device will be returned for evaluation. The patient status was reported as recovered.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards and is pending evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6 and h3. H3. Device evaluation: customer reports of stenosis and leaflet immobility were confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 1 at the inflow aspect and 5mm on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Parts of the sewing ring were cut off around leaflets 2 and 3 and cut off sewing ring fragments were not returned. A suture pledget remained attached sewing ring around commissure 3.